Event description:
It was reported that there was high pacing impedance of greater than 2000 ohms. Inappropriate shocks, loss of capture and oversensing that was reproducible with pocket manipulation were also reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.